Manufacturer narrative:
This complaint form.

Event description:
Performing a tee with the z6t transducer without issues, 4d heart was launched, application launched as expected, however when clicking on the different results pages, the system locked. We were stuck in the bullseye view. We tried several ways to exit 4d heart and were not able to. We had to shut down the system and they used another companies system. Unfortunately, we were not able to save logs for this lock up.